Event description:
Additional information received that patient controller was unable to connect with the ipg. Manufacturer representative was unable to pair the ipg with the external devices.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's scs ipg was inoperable after trial bladder implant procedure on (B)(6) 2018. Troubleshooting was attempted to no avail. As a result, the manufacturer representative to assess the ipg is pending.

Event description:
Additional information identified that ipg was not put in surgery mode during the trial procedure. Surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2018.